Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. The right ventricular (rv) lead was reported as fractured. There were also issues of high impedances, oversensing, short v-v intervals, loss of capture and a lead polarity switch reported on this rv lead. This rv lead was capped and replaced. No further patient complications have been reported as a result of this event.